Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was receiving lioresal via an implantable pump for intractable spasticity. It was reported that the patient's pump was shifting and rubbing on their belt. The pump had been turned off since 2019 and they were controlled on oral baclofen. It was unknown if there were external factors that contributed to the event and no diagnostics/troubleshooting were performed. The patient's pump will be explanted on (B)(6) 2022. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.